Manufacturer narrative:
Additional information received: it was confirmed that the device that contained the endoleak was the endurant bifurcate esbf2514c103ee. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the cause of the event and subtype of endoleak could not be conclusively determined. Lack of complete pre-implant contrast cts did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms ( i.e. Injecting contrast from different levels within the stent graft) was not available and only one viewpoint was provided, making determination of the endoleak and rule out other possible causes difficult. Although a type iiib endoleak cannot be ruled out, this type of endoleak is less likely to occur at index . Additionally, analysis of the returned films did not reveal any anatomical characteristics (i.e calcification), that might have caused an acute fabric tear. There is a possibility that this was a type IV endoleak due to increased fabric porosity at the level of the flow divider. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. It is also possible that a type ii endoleak from collateral vessel patency may have contributed to the contrast blush observed, but this could not be confirmed. B5; additional information received : it was confirmed that during the intervention when the 2 endurant limbs were implanted 1cm above the flow divider , there was still some contrast leakage observed. As the contrast was minimal , there was no allegation against these two endurant limbs. A follow-up CT 3 weeks later confirmed there was no endoleak present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c124ee, serial/lot #: (B)(6) ubd: 20-jul-2025, UDI#: (B)(4) ; product ID: etlw1613c124ee, serial/lot #: (B)(6), ubd: 26-jul-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported during the evar, the procedure itself was performed as per IFU, an endurant iis stent graft system was implanted. Touch up with a reliant balloon was performed at the proximal and distal sealing zones and at overlap zones. A final angiography revealed the presence of a suspected type iii endoleak at the level of the flow divider. Intervention was necessary and the physician implanted two more extensions in both of the endurant limbs starting 15mm above the flow divider on either side successfully resolving the suspected type iii endoleak.  Per the physician the cause of the suspected type iii endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received; it was confirmed the physician suspected that a type iiib endoleak occurred. No calcification was noted near the suspected hole/tear and no ballooning was performed in this area. There was no separation between the stent grafts as the overlap markers were in the right position. Two (B)(6) extensions were implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.